Event description:
It was reported that the implantable cardiac defibrillator (ICD) was at elective replacement indicator (eri) and a patient alert was displayed at the clinic. It was further noted that there was sudden battery depletion. The ICD was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion and meets expected longevity.